Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a soft tissue ablation (neuro) procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that during the case, the ablation showed extra damage which was artifact and inaccurate. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Analysis on the returned images and logs resulted in no failure being found and the software is functioning as designed. It was also noted that the load background images are not matching the tmap real time images. Therefore, there is no accurate representation of the damage location over the anatomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: inadvertently not populated on supplemental MDR 001. Value should be 2018-11-29. If information is provided in the future, a supplemental report will be issued.